Event description:
It was reported that during unpacking for a coronary drug eluting stenting treatment procedure, stent damage was observed. It was noted that the 3.50 x 16 mm taxus express2 drug eluting stent was "flared coming out of package". The device never entered the patient and the procedure was successfully completed with another of the same size taxus stent.

Manufacturer narrative:
.